Event description:
It was reported the patient presented for a follow up check post procedure. The patient stated they had felt lightheaded. During the wound check, it was observed the access site of the introducer was infected. The patient was placed on an antibiotic regimen and will continue to be monitored. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.